Event description:
Study event. Malfunction: none reported. Symptoms/ae: myocardial infarction. Time of ae: two days post-procedure. The patient underwent successful right internal carotid artery stenting in 2006, without device problem. Later that day, the patient experienced post-procedural labile hypotension that was treated with neosynephrine. Neospynephrine was discontinued the next day and the hypotension resolved within 24 hours. Two days later, the patient complained of shortness of breath. Troponin levels were elevated (one reported at 50). The patient was diagnosed with myocardial infarction and was treated in the ICU for pre-existing pulmonary hypertension and emphysema that had not worsened. Her condition was improving at the time of this report. Additional information is unavailable.

Manufacturer narrative:
Strain relief. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a strain relief. Inamed does not anticipate the device will be returned. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."